Event description:
It was reported that the buttons on the insulin pump were reacting on itsown without buttons being pressed. Blood glucose value is 10.8 mmol/l. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.